Event description:
It was reported that the zimmer air dermatome ii would not turn on and was making a hissing noise. Additional clinical follow up with the customer indicated that the device quit working midway through harvesting a skin graft. It was reported that the harvested graft tissue looked fine. There was no patient injury, no medical intervention and no additional unplanned graft harvest required as a result of the reported issue. An additional device was available onsite to complete the procedure and there was no extension in surgical time.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 04/17/2013 and has no repair history at zimmer surgical. Evaluation of the device determined that the motor did not run, but air passed through the device and back into the hose returned by the customer. Prior to repair, the device was within calibration specifications at all settings. It was also observed that the planetary gear was frozen onto the dowel pin of the planetary gear carrier and the three gears back onto the planetary carrier and observe if the gears rotated together, the gear placed upon the galled dowel pin became stuck. Upon removal of the gear from the dowel pin, the inside of the gear was damaged, and did not pass the interior diameter specifications. The cause of the reported event was most likely due to damage of the dowel pin which would not allow the planetary gears to rotate freely. The cause of the damage could not be determined. The device was serviced and returned to the customer.